Manufacturer narrative:
(B)(4). Batch # 503a43. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received unfired. In addition, two metal pieces that appear to be staples were received inside of a plastic bag. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 503a43, and no non-conformances were identified.

Event description:
It was reported that the surgeon was using pve35a for one of the thoracic cases they had done two firings with the stapler. When they attempted the third firing, the stapler did not fire. No patient consequences reported. No further information is available.